Event description:
During removal of the catheter from the femoral artery the catheter tip got stuck in a previsouly placed stent in the right iliac artery. The tip of the catheter broke and stuck between the stent and vessel wall. A piece of the catheter remains in the pt.